Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level. Bg value not provided. Reportedly, the customer required assistance for multiple occurrences, however, the specific dates or details were not provided. The customer declined troubleshooting with tandem technical support and declined to provide additional information.